Event description:
It was reported by the patient's spouse that they were tricked about the patient's vns. The vns had not worked for the patient, and it only caused the patient damage. The patient's seizures continue either the same or worse. Reportedly, the patient was taking more medications than he did before the vns. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns was turned off in 2019. Per patient, they had 4-5 seizures per month prior to implant. Post implant, the patient reported that his seizures increased, but did not give exact numbers. Since the vns turned off in 2019,the patient reported that he had 1-2 seizures per month. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.